Event description:
It was reported patient experienced ineffective therapy after a fall. Imaging showed that the right lead had fractured, and the left lead had migrated. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. A patient underwent a lead revision was reported to abbott. Imaging confirmed the right lead fractured and left lead had migrated. The leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.